Event description:
The ICD device involved in this MDR report was implanted in (B)(6)2009. During routine follow up, a warning message indicating that a reset occurred was displayed. The physician requested explanation(s) about this message and whether the MFR had specific recommendations.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the unites states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time. Method: review of the electronic data and files received. (B)(4). Conclusion: due to missing expertise files, no conclusion could be drawn and the origin of the reset remains unk. There was no consequence for the pt, and the ICD operated as intended and was able to detect and treat an arrhythmia during the implantation / induction procedure. Further follow-up data do not suggest any anomaly. This ICD can remain implanted without further action. However, careful monitoring of warning messages and of the overall ICD operation should be performed upon each follow-up. Any additional reset event on this ICD should be immediately reported, since it might suggest a malfunction.